Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was found that the user needs to reverse discharged patient status in es server. A technical support specialist (tss) shared the steps to make changes for reversing a patient discharge as outlined: logged in to the es server and navigated to facilities under settings and navigate locations, then selected the relevant facility. Under the details tab, the tss located the ¿reverse discharge time frame (hours)¿ setting, increased the timeframe as needed, and proceeded with reversing the patient discharge based on the preferred change. The system functioned as intended after technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ es server, user requested to reverse discharged patient status in server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.